Event description:
It was reported that stent deployment issue occurred. The target lesion was located in the proximal to mid left anterior descending (lad) artery. An unspecified balloon catheter was advanced to predilate the lesion. A 3.00x24mm promus element¿ plus stent was selected and advanced to treat the target lesion. The stent was inflated at 14 atmospheres for 45 seconds. Post deployment, improper inflation at the distal part of the stent was noted. The physician performed post dilatation using an unspecified balloon catheter and the procedure was completed. The distal part of the stent remained less inflated. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issue occurred. The target lesion was located in the proximal to mid left anterior descending (lad) artery. An unspecified balloon catheter was advanced to predilate the lesion. A 3.00x24mm promus element plus stent was selected and advanced to treat the target lesion. The stent was inflated at 14 atmospheres for 45 seconds. Post deployment, improper inflation at the distal part of the stent was noted. The physician performed post dilatation using an unspecified balloon catheter and the procedure was completed. The distal part of the stent remained less inflated. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).